Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka) on (B)(6) 2024. The patient's glucose levels went high (exact bg levels was not provided) while wearing the pod between 1 and 4 hours on the back. It was noted that the adhesive was not secure and the cannula dislodged from the site. Symptoms reported include hyperglycemia, feeling unwell and loss of consciousness. The patient was treated with an intravenous fluids, glucose, pain killers and insulin. The patient was released the same day.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided.